Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: perforation requiring medical intervention to prevent permanent impairment/damage. Device issue: balloon rupture. It was reported that the voyager balloon catheter balloon ruptured at an unk pressure during post dilatation of a stent. A perforation occurred which was successfully treated with another balloon catheter and an add'l stent. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: factors that can contribute to balloon ruptures include but are not limited to, balloon damage during mfg, materials, mechanical damage, handling of the device during use, interaction with associative devices, pt anatomy, lesion calcification and tortuosity, excessive applied pressure or insufficient preparation prior to use. It should be noted that perforations are listed in the adverse events section of the rx voyager IFU as a possible pt outcome with use of this device. Additionally, this device was used in 2008; however, the expiration date was may 31, 2008. The precautions section of the IFU advises to "note the "use by" date specified on the package".